Event description:
It was reported that during a stenting treatment procedure, stent dislodgment post deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20 x 2.75mm, target lesion was located in a non-calcified right coronary artery (rca). Following pre-dilatation with maverick 1.5x20mm, a 3x18mm non-bsc stent was introduced and failed to cross the target lesion. The lesion was pre-dilated again using a maverick 2x20mm. The 2.75x16mm promus element stent delivery system (sds) was introduced but was also unable to cross the lesion. The doctor re-directed the promus element stent to another lesion at the para-ostial and deployed it successfully. The doctor then tried again to introduce the non-bsc stent in the rca but the stent again failed to cross the lesion. Upon withdrawal, the non-bsc stent dislodged the promus element stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual and microscopic examination of the returned device found that the stent was returned in two pieces and was severely damaged and stretched. The delivery device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by another device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment post deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20 x 2.75mm, target lesion was located in a non-calcified right coronary artery (rca). Following pre-dilatation with maverick 1.5x20mm, a 3x18mm non-bsc stent was introduced and failed to cross the target lesion. The lesion was pre-dilated again using a maverick 2x20mm. The 2.75x16mm promus element stent delivery system (sds) was introduced but was also unable to cross the lesion. The doctor re-directed the promus element stent to another lesion at the para-ostial and deployed it successfully. The doctor then tried again to introduce the non-bsc stent in the rca but the stent again failed to cross the lesion. Upon withdrawal, the non-bsc stent dislodged the promus element stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.